Manufacturer narrative:
The event unit was returned for evaluation. Engineering was unable to replicate the customer's experience. The unit was disassembled for further evaluation. The root cause of the incomplete clip closure and scissoring experienced by the customer was likely that the application structure size, or the clip application depth, prevented proper clip closure. The root cause of instrument jamming was likely due to excessive friction within the shaft caused by bent jaws. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole - "3 clips scissored and 2 dry fires. No extra clips spilled into abdomen between dry fires. Please note that surgeon employed proper technique of smoothly loading, then placing, then firing. Rep noticed no concerns with technique. This surgeon spent much time on lap trainer and is very comfortable with the feel." Type of intervention: new product was open. Patient status: ok.